Manufacturer narrative:
This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action.

Event description:
It was reported that the patient was inappropriately shocked due to the right ventricular (rv) lead oversensing noise with non-physiologic non-sustained tachycardia (nst) and sensing integrity counter (sic) episodes. The rv lead was found to have an abrupt high impedance. The lead was suspect of a fracture. The lead was capped and a new lead was implanted. No further patient complications have been reported as a result of this event.